Manufacturer narrative:
DHR, quality notification and maintenance analysis were performed and no occurrence potentially related to the occurrence was observed. The image and sample sent by the customer was verified and it was possible to observe stopper with assembly failure. The probable cause for the occurrence is related to failure at stopper assembly station.

Event description:
It was reported that the stopper in the bd plastipak¿ hypodermic syringe with needle was observed to be damaged during an electrolyte aspiration. The following information was provided by the initial reporter, translated from portuguese to english: "syringe with the stopper damaged." The customer reported that the deviation was identified during electrolyte aspiration. No damage to professional. There is no patient involved.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper in the bd plastipak¿ hypodermic syringe with needle was observed to be damaged during an electrolyte aspiration. The following information was provided by the initial reporter, translated from portuguese to english: "syringe with the stopper damaged.". The customer reported that the deviation was identified during electrolyte aspiration. No damage to professional. There is no patient involved.